Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Erosion and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number, exact implant date and explant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue". "Re-operation to remove the device is required". Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.

Event description:
Reported by the patient as band erosion and secondary port infection. The device was removed and not replaced.